Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Significant fracture surface smearing noted. Optical and microscopic examination of the undamaged areas of the fracture surfaces identified a uneven fracture surface that is indicative of overload. It would appear this rod may have failed after the other rod failed. However due to the post fracture damage a root cause can not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1556000500, 510k # k111942, upn (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with kyphosis and underwent unspecified surgery. Post-op, the rod breakage was observed on both the sides. A revision surgery was performed to replace the rods. No fragments remaining in the patient. Low back pain was observed as the result of the event. There was a delay of more than 60 minutes.

Manufacturer narrative:
Image review - in one of the photo river lines can be seen consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.